Event description:
It was reported that this right ventricular (rv) lead dislodged and presented a lack of capture after the patient suffered a fall. This device was explanted and a new lead was implanted. No additional adverse patient effects were reported.